Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error during rewind due to corroded motor home switch. They were unable to perform the displacement test or verify the motor position encoder error due to the motor error alarm. The pump had cracked reservoir tube lip. There was moisture damage on the electronic assembly.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 300 mg/dl. The drive support disk was normal and the pump was not exposed to high magnetic field. Troubleshooting was not able to resolve the issue. The device was returned for analysis.